Event description:
It was reported that on: (B)(6) 2017: the patient came for a follow-up visit. Findings: ap erect examination demonstrates excellent restoration of disc height at c4/c5, c5/c6 and c6/c7 following acdf. There is anatomical alignment. At c2/c3, c3/c4 and c7/t1 disc height are preserved. Pre-cervical soft tissues are normal. 13 jun 2017: the patient came for a follow-up visit. Findings: there has been previous discectomies with placement of disc prosthetic spaces at c4/5, c5/6 and c6/7 and anterior interbody fusion from c4 to c7 with plate and screws. No hardware complication detected. Vertebral alignment within normal limits. No vertebral body compression fracture. The other cervical discs are well preserved. 23 jan 2018: the patient underwent xr spinal cervical. Impressions: c4-c7 anterior plate with screws is seen in-situ. Cervical spine alignment is near anatomical. Spacers in-situ. 12 mar 2019: the patient underwent xr spinal cervical. Impressions: anterior fixation of c4/c7 with plate and screws and intervertebral cages. Suspected fracture of a screw in c7. Alignment of cervical spine is maintained in flexion and extension. No prevertebral soft tissue swelling. C4 to c7 acdf noted. No metalware complication is identified. Alignment is within normal limits. There has been restoration of the intervertebral heights from c4-5 to c6-7. Minor facet joint degenerative changes are noted in the mid to lower cervical spine. No prevertebral soft tissue swelling is identified. There is no destructive osseous lesion. On (B)(6) 2019: the patient underwent CT spine cervical. Impressions: there have been discectomies and anterior fusion at c4/c5 to c6/c7. The left lateral screws in the c7 vertebral body is fractured. The other screws all appear intact and the plate is intact. There is no exaggerated lucency surrounding any of the screws to suggest loosening or infection. The cranial cervical junction is normal. There are mild degenerative changes at the anterior plantar axial joint. The lateral c1/c2 articulations are normal. At c2/c3 there are mild degenerative changes at the facet joints bilaterally. There is minor disc bulge but there is no disc protrusion. The spinal canal and foramina are capacious.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in a lawsuit complaint that the patient presented with a crush injury to his c4, c5, c6 and c7 vertebrae. He underwent an anterior fusion surgery at c4-c7 to hold his neck together. During the surgery, the surgeon removed the tissue from in between the vertebrae and took bone from his hip and put it into cages and slid it between each vertebrae. A screw and a plate were inserted in the front to hold it all together in front of each vertebrae. There were 8 screws inserted in total. The surgery was then completed successfully. The patient was away from work for about 6 months post surgery. He undertook a gradual return to work and was back full time about 3 months. The patient underwent check-ups at 3 months, 6 months, and 12 months post surgery which did not show anything of concern. The patient underwent x-rays each time before seeing the doctor for his appointment. On (B)(6) 2019, the patient underwent his two year check-up. He underwent an x-ray which allegedly appeared to show that the bottom two screws had snapped and the c7 vertebrae was 'floating around' in his neck. The doctor required further examinations and ordered an MRI an CT scan. On (B)(6)2019, the patient had a further appointment with the doctor, who confirmed from the radiography that possibly the bottom 2 screws had snapped. As a result of the snapped screw(s), the patient underwent a second surgery on (B)(6) 2019. This was a fusion at c4-t2. Additional screws and titanium rods were inserted to fuse the patient's neck and back and fix the damage caused by the previous screw snapping.